Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test/evaluation (rite) functional test. The assignable cause of the reported problem was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.